Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to a sensor failure, pt felt that sensor wire was shorter than usual. At the time of his call to dexcom technical support, pt was not complaining of any add'l complications.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.